Manufacturer narrative:
A system service check of the medrad® stellant flex CT injector [sn (B)(4)] was completed on (B)(6), 2022, which confirmed that the injector was operating within bayer specifications. The disposables that were in use during the alleged incident were discarded by the site. The lot number was not provided; therefore, identification and testing of retained samples was not possible. Additional applications training was offered; however, the site declined. The site continues to use the medrad® stellant flex CT injection system after the reported event with no further issues reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was notified of an extravasation that occurred during an enhanced CT scan while a patient was connected to a medrad® stellant CT flex injection system. Post injection, the customer reported that approximately 60 ml of contrast extravasated at the patient's right antecubital injection site. The patient was transferred to the emergency room and was subsequently admitted to the hospital for further evaluation/observation. The patient was reported to have been discharged to home after two days with no further medical intervention necessitated.